Manufacturer narrative:
Event occurred in (B) (6).

Event description:
Customer reportedly obtained results of 6.9 inr on the coagucheck s system and 4.4 inr on a comparison lab. No treatment info provided. No adverse event reported. Requested return of suspect system and replacement was sent.